Manufacturer narrative:
An external tear on the soft cannula was found and fluid was observed leaving the tear. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 1 and 4 hours on the hip/buttocks. As treatment, a manual injection of insulin (15u) was delivered and a new pod was applied.